Event description:
It was reported that the balloon did not deflate during use. Additional information is pending.

Manufacturer narrative:
The device will not be returned for evalauation; it was discarded.

Manufacturer narrative:
Additional information clarified that the surgeon implanted a (j&j) urethral catheter in a child. At some point later, the physician attempted to use a fogarty embolectomy catheter to remove the urethral catheter. The fogarty was inserted through the urethral catheter and when the balloon tip had passed the end of the urethral catheter, the balloon was inflated and an attempt was made to pull the catheters out. There was no indication in the report whether or not the urethral catheter was successfully removed with the fogarty; it was reported that the fogarty balloon would not deflate after the attempt. No patient injury was reported. Two catheters were used in the same patient/same procedure and the same problem occurred. The reporter of the complaint noted that the fogarty catheter was being used outside its indication and this may have been the cause of the event. As reported, the physician was unable to deflate the balloon, at all. Fortunately, the urethra was large enough to remove the catheter with the balloon inflated. It was also not possible to deflate the balloon after removal from the patient. The inflation medium used was 100% (undiluted) hexabrix contrast medium, which has a listed viscosity of 7.5 mpa s at 37 degrees c. Although hexabrix is marketed as a low viscosity contrast medium, the fogarty instructions for use contain the following warning: use of highly viscous or liquid suspension media is not recommended due to the possibility of catheter lumen occlusion. Although a relationship between the deflation difficulty and the inflation medium used cannot be determined with certainty, the possibility cannot be excluded. The embolectomy catheters are generally used in procedures for the removal of arterial emboli in distressed vessels. This product was not designed as a mechanism for retrieval of other devices. Neither the complaint nor the failure mode could be confirmed without return of the device. Review of the available information suggests that procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time. This medwatch report is associated with medwatch report # 2015691-2012-17293.